Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/16/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.